Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot#/serial# (B)(6), implanted: (B)(6) 2020, product type: lead, product ID: 977c165, lot#/serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that ever since she had the device implanted, she would see a message come up on her controller that told her this operation is not authorized and had to have it reset. The patient stated she did notify her rep of this and she tried programming it and then it would be working. The patient states she would leave and then it would come up again and the rep would have to go through the whole process again. Patient states it hasn't happened in a while however. The patient then mentioned two days after her implant surgery she had fallen out of bed onto a metal grate. Patient states she rolled and landed on the floor since she was so disoriented from the medications she had been taking. The patient reported one of her lead disconnected and she had to have a revision on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative the controller had a message that it couldn't provide the setting when they tried to increase intensity. The patient was able to decrease the intensity and this happened with all three programs and depended on their position. The patient got great pain relief when they could increase the stimulation intensity. There were no known factors that contributed to the issue. A connectivity and impedance check were done and showed electrodes 5, 7, 11, 12 as avoid and 6 as caution. It was noted that the patient¿s impedances and connectivity were normal at their post op appointment on (B)(6) 2020. The physician was going to follow-up with the patient and schedule a revision. No patient symptoms reported.